Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
Customer's spouse reported via phone, the insulin pump had alarmed button error. The customer's blood glucose was over 600 mg/dl. Customer's spouse believes the device might have been dropped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.